Manufacturer narrative:
The performance of the lead and the ICD under complaint were scrutinized. The analysis of the lead revealed the presence of several damages which were most likely triggered during the explantation procedure. None of these damages may have led to the clinical observation. The analysis did neither for the lead nor the ICD reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - this system has been implanted for >3 years. The rv-lead impedance was gradually increased. (B)(6) 2013: 530 ohms, dec 2013: over 1000 ohms, (B)(6) 2014: over 1500ohms. However the shock impedance as well as amplitudes showed same measurements as before. The increasing impedance was observed also through the home monitoring data. The lead and ICD were removed and replaced. During the operation, the lead was not measured by psa. This ICD was not suspected of any malfunction by the physician.